Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument tip blades were not engaged in the rest of the instrument. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this issue was identified after it was opened to the sterile field prior to use on the patient. It was not used on the patient. The proximal end of the jaws did not engage with the instrument, it did not work, the instrument jaw appear to be dislodged or unhinged, there was no material missing or detached from the portion of the device that enters the patient¿s body, no cables appear to be broken/frayed at the instrument wrist, there were no issues with the engagement or recognition by the system. The instruments were mailed on 8/14.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and showed seven lives remaining. The instrument passed recognition and engagement tests, and it moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument successfully passed all functional tests. The instrument was fully functional. No product issue was found. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. Correction: h8. Was updated to initial use of device. In addition, b4 on initial MDR should have been 8/19/2025.